Manufacturer narrative:
Additional suspect medical device component(s) involved in the event:Model Number/Catalog Number: SC-2317-70Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: NFINION CX LEAD KIT, 70CMUnique Identifier (UDI): (b)(4).Model Number/Catalog Number: SC-2317-70Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: INFINION CX LEAD KIT, 70CMUnique Identifier (UDI): (b)(4).

Event description:
It was reported that the patient passed away. The patients husband was unable to elaborate on natural cause of death. Cause of death was not due to the spinal cord stimulation device. Other health issues were not permitted that were related to the death.